Event description:
It was reported that patient passed away. The patient experienced cardiogenic shock and received resuscitation. It was unknown whether the death was considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.